Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The emdr with manufacturer report number (MDR 9618003-2021-01195), submitted on (B)(6) 2021 was submitted in error as this case was determined to be not reportable. Please retract the report. G1: correction (g1) - (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Device 3 of 4. Correction contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that the opening appeared off centered in 4 wafers from the market unit. Wafers were used and a decrease in wear time was experienced. The end user's normal wear time was 3 full days and part of another but with these, it was 1-2 days. No harm was reported. Photographs depicting the issue were received from the complainant.